Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with multiple low flow alarms on (B)(6) 2024 due to volume overload. Log files submitted for review displayed low flows where the low flow estimator dropped below 2.5 lpm. The low flows occurred when the pulsatility index was elevated. There were no other unusual events seen within the log files. Patient received IV bumex, most recent low flow alarm noted on (B)(6) 2024. Patient currently hospitalized. No indication of resolution. Patient symptoms documented on (B)(6) 2024 were chest pain, shortness of breath, and bilateral lower extremities swelling. An echocardiogram was performed on (B)(6) 2024. Rhythm/blood pressure were regular, and sinus was rhythm during the exam. Left ventricle (lv) was normal and lv wall thickness. Global lv systolic function severely reduced. Left atrium partially visualized and right ventricle normal size with moderate dysfunction. Right atrium (ra) cavity size is moderately enlarged. Aortic valve thickened leaflets opening on every beat. Mitral valve normal (mv) structure. Tricuspid valve (tv) structure was normal. Mild tricuspid regurgitation. Pulmonic valve not well visualized. Aorta aortic root size (sinus of valsalva diameter) was normal at 3.1 centimeters. Pericardium no pericardial effusion is visualized. A chest xray was performed on (B)(6) 2024 and mild central pulmonary vascular congestion without overt pulmonary edema was observed. No sizable effusion or pneumothorax. The cardiac silhouette was stably enlarged. Unchanged automatic implantable cardioverter defibrillator (aicd)/pacer and left ventricular assist device (lvad). No acute bony abnormality. Patient currently hospitalized.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. Although a specific cause for the low flow alarms could not conclusively be determined through this evaluation, the account communicated that the cause of the low flow alarms was volume overload. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 14oct2024. Transient low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 1 of the IFU also addresses pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that pre-left ventricular assist device (lvad), right ventricular systolic function was noted as mild. There was no documentation of the device contributing to right heart failure or regurgitation. The patient had multiple admissions for congestive heart failure (chf) exacerbations due to noncompliance (missing meds and likely dietary noncompliance). The patient was treated with IV bumex and milrinone. The patient was discharged on (B)(6) 2024 but readmitted on (B)(6) 2024 for congestive heart failure (chf) exacerbation, currently inpatient.